Event description:
It was reported that the programmer would not power up. It was returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found that it would not power up and that it had a noisy system fan. Analysis also found that the keyboard was missing a screw and that the loose keyboard screw was inside the programmer. Both keyboard hinges were broken and the stylus was bent. (B)(4): analysis found that the rf head did not pass telemetry testing due to the cable being out of electrical specification.